Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during loading of the intraocular lens (iol) for a cataract removal with iol implant procedure, the injector scraped across the front of the lens, resulting in a scratch on the lens surface. The nurse retrieved the lens from the cartridge; however, it was too scratched to use. The backup lens was opened and inserted with no issue. There was no patient involvement.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).